Event description:
When manufactured correctly, the suture has one pledget (7mmx3mm) threaded onto individual suture. In this case, as the scrub nurse removed the suture from the package, she noted that the suture contained two pledgets threaded on the suture. She removed the suture from the or field and removed the entire package of sutures (10 to a package). The circulating nurse contacted the vendor. This manufacturing error would have the potential for patient harm, if one of the two pledgets (not supposed to be there) had come loose and into the patient's heart as a foreign body. Possible stroke, infarct.